Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
The customer reported the bur tip broke and fell out during a procedure. Requests for additional information have been made. No additional information has been received at this time.

Manufacturer narrative:
The product analysis indicates there was one opened sample of part number tn30mfl (unknown lot number) was received. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the inner shaft broke which would have resulted in the reported event. The break point corresponds to where the shaft diameter is reduced to approximately 0.024¿ at the distal end. The portion that became detached measure 0.817¿ from tip to break. The break itself contained circular patterns which indicates excess torsional loads. The flutes of the cutting head were compacted with biological contaminants which likely required the user to apply excess pressure, and in turn creating excess torsional loads to maintain performance. The break also contained a flattening of the high points which indicates the break occurred while rotating. The IFU warns, do not use excessive force to pry or push bone with the attachment or tool during dissection, this could cause the tool to break. If information is provided in the future, a supplemental report will be issued.